Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was unable to be installed onto the pump. The customer changed cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.